Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has been having difficulties charging their ins since may. They believe the ins battery is not working and is "fried." They tried charging multiple times in (B)(6) as well as last night and was not able to connect successfully to the ins to charge it. The patient had already tried a replacement recharger as well. The reason they called is because the managing physician's office wanted them to get the battery checked. Troubleshooting over the phone was reviewed but they were still not able to connect successfully to the ins. They can feel the ins but it's very faint. It was recommended the patient schedule a follow up appointment with their physician's office. An email was sent to the manufacturer representative (rep) to notify them as well. The rep responded that they will follow up with the patient and will talk to the doctor next week about the situation. Additional information was received from the patient. It was reported that they called back reporting ongoing charging issues. They met with the manufacturer representative (rep) yesterday at their doctor's office and they helped patient troubleshoot and determined their is nothing wrong with the battery or the recharger but patient thinks it is buried too deep. The patient thinks it needs to be revised or replaced. Patient asked patient services to fax a summary of the call to the doctor's office. Reviewed we will not be doing so, however an email was sent to field staff to make them aware of the situation. Reviewed that surgical intervention is something patient needs to discuss with their doctor. Additional information was received from the patient. They indicated that they were finally able to get their stimulator charged to 100% on saturday. They want to see if they can schedule a visit with a rep. Additional information was received on 2023-08-18 and patient stated that they got their device removed because they were having trouble recharging it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.